Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples were submitted to the manufacturer, because a destructive ftir spectroscopic analysis on the tpn apex bags were performed on the user's end. A ftir analysis report covering four bags, each containing mobile particle matter (pm) was provided. Of the four inspected bags, there contained natural pm, identified as cellulose or cotton fibers, while one contained synthetic pm identified as cellulose. A review of the device history record (DHR) was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. Through examination of reserved samples, no deviations were observed. A review of the production process confirmed that no changes had been made to the bag materials, manufacturing process, or quality control activities. Furthermore, no deviations or anomalies were recorded in the relevant production batches that could account for the reported issue. Based on the investigation, a direct investigation could not confirm the presence of pm in the affected bags as no samples were sent in. However, the report provided by the user facility and the analysis performed are consistent with the customer's findings. An exact root cause for the reported issue could not be determined, but an approved project is in place to further address issues with foreign matter. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: some of these units were used in production and found to have 1 particulate matter - solution.